Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, there was an increase in the defibrillation impedance on the right ventricular (rv) lead. Abbott technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.